Event description:
On (B)(6) 2011, the patient/lay-user's doctor contacted lifescan (lfs) alleging that his patient was experiencing a medical reaction while using the one touch ultrasoft lancets. The medical surveillance specialist (mss) was unable to reach the lay user/patient's doctor for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's doctor reported that the alleged issue with the subject lancets began on (B)(6) 2011, at 3 pm. The doctor refused to provide the patient's information. He also denied that the patient took any medications to manage his/her diabetes. It is unknown if the patient made any changes to his/her usual diabetes management due to the alleged issue. The patient's doctor claimed '1 hour to 1 day after the alleged issue started, the patient developed 'swelling, redness, and blisters on both hands'. Reportedly, the doctor diagnosed the patient's condition as 'hand angioedema'. In response to the patient's symptoms, on (B)(6) 2011, at 4 pm, the patient was at the doctors office where the doctor treated the patient with benadryl and sent him to the emergency room. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were not sent since there was no patient information available for shipment. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) due to a medical reaction after use of the lfs ultrasoft lancet.